Event description:
It was reported that during the implant attempt, upon opening the right ventricular (rv) lead, the physician observed a more acute bend in the distal coil than was expected. It was suspected that the distal coil may have been separating apart. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
It was reported that during the implant attempt, upon opening the right ventricular (rv) lead, the physician observed a more acute bend in the distal coil than was expected. It was suspected that the distal coil may have been separating apart. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.